Event description:
The patient was ambulating from chair to bed with primary care practitioner (pcp), rn, walker and gait belt. During transfer the gait belt broke and patient fell. Wife was at bedside and thought patient hit his head, but staff could not confirm that so CT scan was ordered. Manufacturer response for gait belt, (brand not provided) (per site reporter). Medline is requiring more patient information and we are reviewing what can be provided to them legally.